Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On 03/30/2026, the patient experienced vomiting, nausea and became increasingly concerned. The cgm reading was low but the patient was unable to take a fingerstick. The patient went to the hospital and when a fingerstick was taken, the cgm reading was low, and the blood glucose reading was close to 500 mg/dl. The patient was treated with intravenous insulin. The patient was discharged after 3 days, approximately on (B)(6) 2026. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.